Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a chemical stain on the display window. However, the display was readable. The insulin pump was monitored and all operating currents tested within a specified range. No blank display was noted. The insulin pump restarted properly after a battery change. A cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker were noted during the visual inspection.

Event description:
It is reported that a customer has physical damage in the form of a blurry and scratched screen on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A loner pump was shipped to the customer. No further information was provided.